Manufacturer narrative:
(B)(4). Final analysis found that the insulation was externally abraded at 6.9cm to 7.2cm from the connector pin. The lead insulation degradation was found at 12.9cm to 13.0cm and 13.4 to 13.5cm from the connector pin.

Event description:
It was reported that the patient experienced presyncopal episodes and presented to the hospital. Upon interrogation, the right ventricular lead and right atrial lead exhibited noise. Noise was reproducible with isometric testing. During the device change out procedure, insulation anomalies were noted on both leads. Both leads were explanted and replaced. The patient was in stable condition.